Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown and it was unknown if the patient required hospitalization. The patient was treated with injection fortum (1 gram daily; route not reported) and injection heparin (1 gram; frequency and route not reported) and was reported to have recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.